Event description:
It was reported that the user experienced persistent hyperglycemia with fingerstick values around the 400s while using the ilet pump, despite a supply change and confirmation of no leaks, and later performed a site-only change to a new body area after previously using the same area; the medical device problem and component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.